Manufacturer narrative:
The results of the investigation are not available at the time of this report.

Event description:
The event is reported as: the pt's relative informed the staff that the incentive spirometer that was given to her relative seemed to be broken. On examination, the mouthpiece of the incentive spirometer was cracked. No pt injury reported.